Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thrombectomy. Incident description: "please see report (B)(6) with picture." "When medical staff tried to remove thrombus, the balloon was ruptured. The medical staff elected to remove the python catheter from the patient's vessel and use competitor's catheter for the surgery. This event didn't effect the patient." Type of intervention: unknown. Patient status: this event didn't effect the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the balloon had ruptured. There was no evidence of balloon fragmentation. Based on the condition of the returned unit and the description of the event, it is likely that balloon breakage occurred due to adverse conditions within the vessel. The instructions for use (IFU) states "balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.